Event description:
It was reported that a circumferential balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified right renal artery. A 10/4.00 flextome cutting balloon was used to treat the target lesion. During procedure, the balloon burst at 10 atms. It was reported that the balloon ruptured circumferentially. The procedure was completed with another of the same device. No patient complication were reported and the patients' condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).